Manufacturer narrative:
(B)(4). D10: cat# 00630505032 lot# 62316022 liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells. Cat# 00784802300 lot# 62201684 modular neck g 12/14 neck taper use with +0 heads only. Cat# 00771301200 lot# 62163671 mod ml taper fem st 12.5. Cat# 00620205422 lot# 62324616 shell porous with cluster holes 54 mm. Cat# 00625006535 lot# 62249780 bone screw self-tapping 6.5 mm dia. 35 mm length. Cat# 00625006535 lot# 62149027 bone screw self-tapping 6.5 mm dia. 35 mm length. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a left total hip arthroplasty. The patient did well until sustaining an injury while at work. It was reported that he was standing on boxes or some platform that spread apart, and he did the splits and dislocated his left hip which prior has not had any dislocations. Since that time, he has had 12 more dislocations. The patient was revised approximately 11 years post-implantation, during which abundant scar tissue was removed. The shell and stem were well-seated and remained intact. The head, liner, and neck were replaced without complication. Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. The patient underwent an initial left tha, due to osteoarthritis. The patient had been doing well until sustaining a workplace injury. Reportedly, he was standing on boxes or a platform that gave way, causing him to do the splits and dislocate his left hip an injury he had never experienced before. Since that initial dislocation, he has suffered 12 subsequent dislocations. After 11 years post-implantation, the patient underwent revision surgery. During the procedure, a significant amount of scar tissue was removed. The acetabular shell and femoral stem were confirmed to be well-seated and intact. The head, liner, and neck components were replaced without complications. Based on the available information, the reported event can be confirmed. It can be assumed that the issue was most likely caused by the fall the patient sustained. However, with the available information, a definitive root cause cannot be stablished. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.